Event description:
Bayer case number: (B)(4). Abdominal pain, abdominal pain. Uterine pain, uterine pain. Presence of a very large mesenteric cyst, mesenteric cyst. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 58-year-old female patient who had essure inserted (lot no. 810874) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2024 she experienced abdominal pain (seriousness criterion intervention required), uterine pain ("uterine pain") and mesenteric cyst ("presence of a very large mesenteric cyst"). The patient was treated with surgery (total hysterectomy and bilateral adnexectomy by laparoscopy). Essure was removed on (B)(6) 2025. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, uterine pain or mesenteric cyst. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain] uterine pain [uterine pain] presence of a very large mesenteric cyst [mesenteric cyst]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 18-feb-2025. The most recent information was received on 03-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 58-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2011, the patient had essure inserted. In 2024 she experienced abdominal pain (seriousness criterion intervention required), uterine pain ("uterine pain") and mesenteric cyst ("presence of a very large mesenteric cyst"). Essure was removed on (B)(6)2025. The patient was treated with surgery (total hysterectomy and bilateral adnexectomy by laparoscopy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, uterine pain or mesenteric cyst. Lot number batch 810874 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.